Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), rash ("ash/rash"), abdominal pain ("abdomen pain"), back pain ("back pain"), contusion ("belly bruising") and pruritus ("belly button scab itchy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure and tube removal). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, feeling abnormal, mood swings, depression, anxiety, rash, weight increased, abdominal pain, back pain, contusion and pruritus outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, contusion, depression, dysmenorrhoea, dyspareunia, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pruritus, rash, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2015: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: case become incident. Events " belly button scab itchy and belly bruising" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.